Event description:
The facility rep reported initially reported "no flow" on a flogard pump during pt use. Additional info received from the customer, reveals that the nurse set the rate on the pump and when she looked at the IV drip chamber, it appeared to be dripping at a faster rate than expected. The nurse shut of the pump, and it continued to drip. Although baxter attempted to obtain info, details were not available regarding additional contact info. According to the facility rep, no pt injury or medical intervention has been reported related to the device. No additional info was available.

Manufacturer narrative:
The device has been received for evaluation, however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation, or if additional info becomes available.